Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and the display screen was dim and discolored. This report is made based on the results of evaluation completed on 02/09/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/09/2015 with the following findings: the pump battery compartment was observed to be cracked below the bumper pad. The battery cap was not returned with the pump; a test cap was inserted and the pump powered on appropriately. During testing, the pump display screen was noted to be dim and discolored with a reddish tint. Unrelated to the battery compartment and display issues, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(4).